Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the difficulty aspirating from the pump was not known. It was noted the rep was able to easily aspirate drug. No further issues were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having their pump replaced for normal and expected end of service on (B)(6) 2018. During the surgery it was noted there was an "unknown clear/reddish orange fluid in the pocket." It was noted there was possibly a broken catheter, but the representative wasn't present. The whole catheter was replaced. It was also reported that the pump was "supposedly hard to aspirate" in the operating room per the operating room technician. The representative noted they were able to aspirate 19.2 ml as expected from the pump "that was filled before the replacement." The catheter had been discarded and would not be returned for analysis. The pump would be returned. There were no known environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.